Event description:
It is reported that the quality of her bones for a cementfree implant was ok. Fitmore cup 50 mm was food fixed. Two screws in the top were implanted "flat". Although both inlays were seated propper, they were not able to be fixed in the cup. For each inlay, there were several trials to fix it. Last option: bigger shape 52mm- new fitmore cup size 52mm and use of corresponding pe-inlay-immediately fixation was possible.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The MFR did not yet receive devices for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A measurement check was accomplished and the products were found to be correct. This indicates that neither product malfunction nor material failure have lead to the incident. Should an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).